Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and a correction to d4.

Event description:
Additional information was received from the customer which confirmed the jaw probe fell outside of the patient. The broken piece was collected and put with the device, however, the customer is not sure if the broken piece got misplaced during transportation.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Updated fields: b1, b2, b5, h1, h6. The subject device was returned and inspected and confirmed the reported complaint. Visual inspection: on the received condition was performed as the distal end of the device was inspected and found the probe detached, missing portion not returned. The teflon pad was inspected under a microscope and found it has normal wear, no metal exposed, no abnormality. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. In addition, the device was attached to the usg-400/esg-400 (generator) and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that the probe tip fell inside the patient and was able to be retrieved using a forceps to grab the probe tips.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe likely occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ this supplemental report includes a correction to d9 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during a therapeutic total hysterectomy laparoscopy, the thunderbeat distal probe broke in 2 pieces. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.